Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. It was not possible to perform functional testing, due to blank display. The insulin pump was received with a corroded battery cap contact and a cracked case at display window corner.

Event description:
It was reported that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. Customer's blood glucose level was either unknown or 1700 mg/dl. Her symptoms included vomiting, thirst, and lethargy. Leading up to the complaint, the insulin pump display went blank and the pump would not turn on. Customer was not wearing the insulin pump at the time emergency medical services were called. The outcome was that the customer was in and out of the hospital. Troubleshooting was performed. There was corrosion inside the battery chamber. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.